Manufacturer narrative:
(B)(4): the customer reported that the device only passes the opcheck when he wiggles the therapy cable. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device only passes the opcheck when he wiggles the therapy cable. There was no pt involvement.